Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of stimulation. Diagnostic system testing indicated multiple low impedance values. Reprogramming was unable to resolve the issue. X-rays indicated the lead had migrated. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2017 during which the original lead was repositioned. Effective stimulation was restored following the procedure.